Event description:
Pt developed stroke. Pt was seen by a neurologist who queried a subcortical of lacunae stroke. Pt also had a torn rotator cuff. An MRI could not be done because of renal insufficiency. Pt discharged 10 days later. Pt slumped five days later. His eyes were wide open and was unresponsive. This lasted for 1 min. His blood sugar was 153 mg/dl. He was sweating and vomiting. Bp 80/50. Pulse was weak initially but later went up to 110/60. Cardiologist and neurologist notified. Had ventricular tachycardia. Had a pacemaker implanted.